Manufacturer narrative:
(B) (4) (problem with icl). (B) (4).

Event description:
The pt reported she was having problems with icl from clinical study. Add'l info has been requested but none has been forthcoming. If add'l info becomes available , a supplemental medwatch will be submitted.